Event description:
The customer reported that his blood glucose reached 20 mmol/l (360 mg/dl) less than a day after the pod was activated on his abdomen. The cannula was kinked.

Manufacturer narrative:
The device has not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.